Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulation became uncomfortable like a vibrator. They also feel vibrations on their left side, but don't know if it is from the stimulator or their neck problems. They stated they are happy with the therapy results with overactive bladder (oab) and stress incontinence. They are having a macroplasty to help optimize the stress incontinence treatment. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of changing programs to see if that helps with sensation issues. The patient liked that option, but stated they wanted to remain on p1 at 1.7 because it is helping with therapy. Patient services documented reported issue.